Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(6). Concomitant medical products: gel mentor memorygel breast implant 225cc, catalog number 3542251, lot number 7460996, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a breast augmentation revision bilateral procedure with gel mentor memorygel breast implants 225cc and experienced capsular contracture grade iii on the left and right breast implants. The was diagnosed by the healthcare professional by ultrasonography on (B)(6) 2018. No infection and no seroma was found. As a result, the patient had undergone removal and replacement on (B)(6) 2018. The patient did not require any additional medical care after surgery. This medwatch report is for the left breast implant.

Manufacturer narrative:
On 04/17/2018, it was reported to mentor that the device history record (DHR) of lot numbers 7446475 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the devices were manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/13/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/09/18, it was reported to mentor that the device evaluation have been completed. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device or on the shell surface. Product evaluation team¿s visual examination indicated the device appears intact and no anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Mentor performs 100% inspection and testing of all devices prior to release. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).